Event description:
A cartridge change error was reported with the pump. Customer's blood glucose was 400 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.